Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has become aware of information that renders this complaint as a non-reportable complaint by animas. Due to clarification of the product, animas does not have reporting responsibility; animas is not the manufacturer and the complaint has been forwarded to the product manufacturer per procedure. No further information will be reported by animas.